Manufacturer narrative:
Concomitant products: product ID 977a160, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that about 4.5 days prior to the report, the patient turned off the implantable neurostimulator (ins) because she was feeling it in the wrong location and the battery in the lower back was giving the patient bumble bee stings. It was noted that the patient was implanted for knee pain for a knee replacement about 5 years prior. The reporter noted that at an appointment about a week and a half prior to the report, the patient was told there was fluid next to the battery and she had to ¿regroup¿ it. It was noted that on the day of the report, the patient was experiencing the same thing. The reporter noted there was pain in the battery area. It was noted that the patient had the ins off all weekend and turned it back on the day of the report and felt the bumble bee stings. The reporter noted that the patient had not fallen. Additional information has been requested but was not available as of the date of this report.